Event description:
It was reported to the aci sales professional that a patient underwent a coronary catheterization procedure on (B)(6) 2010. Following the procedure, mynx was chosen for femoral arterial closure. The femoral angiogram taken pre-procedure showed what was reported as minimal pvd. The stick location was good and vessel size was appropriate. Hemostasis was successfully achieved and the patient was ambulated and discharged per hospital protocol. On (B)(6) 2010, the patient returned to the hospital with a red and swollen groin. The treating cardiologist referred the patient to the vascular surgeon who decided to perform surgery where he removed foreign material that was reported to be the mynx sealant. The wound was not cultured, however, the material, described as "white and surrounded by pus and serous fluid" was sent to pathology. Results showed the sealant was not infected and was a "sterile sample". No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported local reaction could not be determined. It was reported that hemostasis was achieved successfully and therefore, there is no evidence to suggest that the mynx device did not meet specification. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. The review of the lhr (B)(4) indicated that the mynx device met all established performance criteria prior to shipment.